Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 693158 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the longevity performance of the device was less than expected for the programmed settings and therapy usage. The device currently remains in use. No patient complications have been reported as a result of this event.